Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the distal end of main tube had various scratch marks with light material removal. The scratches were .132 - .322 and were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the shaft of the instrument had gouges. No missing or fallen pieces were reported.